Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump failed the 40 psi test used to check for free flow. At the time of the complaint, the initial reporter stated that this had occurred during testing and had no effect on a patient. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump failed the 40 psi test used to check for free flow. At the time of the complaint, the initial reporter stated that this had occurred during testing and had no effect on a patient. (B)(4).